Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the ¿connection technique was cheeked¿ and the ¿connection of the transference line to the dianeal connector was incorrect¿. The peritonitis was manifested by cloudy effluent and abdominal pain. Initially, the patient was not hospitalized for the event. The same day as event onset, the patient began treatment with intraperitoneal (ip) vancomycin (1.2 g, discontinued the same day), ip amikacin (120mg, daily, discontinued 4 days later) and oral fluconazole (200mg daily, ongoing) for the event. Five days after event onset, the patient began treatment with ip cefepime (1 g daily for one day) and oral ciprofloxacin (500 mg every 12 hours, ongoing). The following day the ip cefepime was changed to intravenous cefepime (1 g daily, ongoing). The same day, it was reported the patient ¿continued in poor conditions¿ and subsequently the patient was hospitalized for the peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. The patient reported that they are improving and the pd ¿effluent is ¿better¿. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Seventeen days after the date of onset, the patient was discharged from the hospital. On an unreported date, early in the following month, the treatments with fluconazole, ciprofloxacin and cefepime therapies were discontinued and the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted.